Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user. Hence, we could not conclusively determine the root cause of the defect. However, we were able to confirm the reported incident based on the picture of the defect provided to us by the user. At this time, we could not conclusively determine the root cause of the malfunction. Device was tested before the procedure and was found to be operational. Device operated properly throughout the procedure. The malfunction occurred at the end of the procedure. It is possible that the device was not handled per our IFU instructions resulting in this malfunction. As a result of this complaint and similar reports from other users, we have initiated a corrective and preventive action (CAPA) to investigate the potential root cause(s) of this issue and prevent them from reoccurring. This CAPA remains an active project at this time. There was a minor blood loss (approximately 30 ml) as the result of this incident. The anastomosis was nearly completed when the malfunction had occurred. Surgeon was able to re-inflate the internal carotid balloon of this shunt and occlude the artery.

Event description:
During a carotid endarterectomy, the safety balloon (located outside the patient's artery) started leaking. As a result, internal carotid balloon could not occlude the internal carotid artery. There was no injury to the patient as the result of the incident.